Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the reservoir had air bubbles. The customer's bold glucose was 15 mmol/l. The customer fill 3 reservoirs after each other, 2 of them will be stored in the fridge, and if she need to use them she always takes the reservoir out of the fridge 1.5 hour before using the reservoir. The customer was advised to fill 1 reservoir at a time. The reservoir will not be returned for analysis.